Manufacturer narrative:
The device was returned to the manufacturer service center, where testing found functional failure in the distal tip. Repair included replacement of the ccd camera assembly, the bending sheath at the distal tip, and the air/water nozzle. The angulation angles were also adjusted to specification.

Event description:
It was reported that an image loss occurred during a case. According to the report, there was no injury or other adverse health consequence to the patient.